Event description:
It was reported that while performing an angioplasty of a left arm fistula, the balloon inflated without difficulty, but it would not deflate. The balloon would not come out through the sheath, so the dr pulled them both out. A purse string suture was required at the end of the procedure. Pt is doing fine at this time.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the qc testing. This lot met all release criteria. This included inflation and deflation tests performed during the mfg process. The returned sample was evaluated. Upon initial inspection of the introducer, the sheath was severely accordianed 7.5cm from the introducer distal tip. Initial inspection of the catheter showed there was an obvious necked area of the shaft that was 23.3cm from the distal tip. The necked area was 19mm in length. This area was necked down to the extent of being stretched down tight around the shaft. There were 3 more smaller necked down areas in succession starting at 14.8cm from the distal tip and 26 mm in length. The balloon could not be inflated. The balloon was dissected. There were no constrictions noted, however, the glue bullet was fractured. The shaft and the port holes showed no evidence of any defects. It could not be determined if the necked down area caused the failure to deflate or if the failure to deflate caused difficulty in the removal which, in turn, resulted in the necked down areas and/or the fractured glue bullet. The result of the investigation is inconclusive due to the poor condition of the sample.